Event description:
Lower than expected immulite 2000 om-ma ((B) (4)) results were reported to the physician on two patient samples which did not match the patient's historical picture. It is unknown if there was any medical treatment prescribed for the patient due to this discordant result. There was no report of adverse health consequences due to the discordant om-ma ((B) (4)) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that there are no known cause for the discordant om-ma results. The instrument is performing within specifications. No further evaluation of the device is required.